Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148-2024-31646 (patient identifier (B)(6) ). Refer to this file for supplemental information related to this event.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the hd camera head showed an abnormal image. The issue occurred during preparation for use. There were no reports of patient harm.